Event description:
The customer reported that a patient had a desat episode but the mp70 did not alarm.

Manufacturer narrative:
The customer reported that a patient had a desat episode but the mp70 did not alarm. The customer stated that they could see that the central station alarmed but not the mp70 monitor. A philips field service engineer (fse) investigated the incident at the customer's site and stated the following: "customer reported that the incident started due to the patients' oxygen mask that was dislodged, and not enough oxygen was being provided. The patient was not able to breathe on her own. Because of this, the patient went into desat. It was reported that this condition was happening for about 15 minutes. The nurse discovered the problem; put the mask back on the patient and the patient started receiving the proper amount of oxygen again. The nurse stated that the patient was "blue" when the mask was put back on. According to the nurse, no serious injury occurred to the patient". Alarm logs show that the bed 12 started a desat at 2:52 pm, and was not paused/silenced until 4:59 pm. During this time, and per product labeling, no other desat alarm will be generated since the existing one was still ongoing. The hospital biomed tested the bedside monitor and reported that alarming was fully functional. They declined to have the monitor tested by philips. Based on the available data and log, the monitor worked as intended. The monitor is still in use at customer's site. No further action or investigation is warranted. (B) (4)